Event description:
Journal reference: blahak c. Wohrle jc, capelle hh, et al. Health-related quality of life in segmental dystonia is improved by bilateral pallidal stimulation, j. Neurol 2008;255(2):178-182. In ten patients with idiopathic segmental dystonia, we prospectively evaluated the effect of bilateral gpi stimulation on quality of life. Follow-up was to a mean of 17 months postoperatively. Reportable event: one patient had a small superficial skin granuloma above the stimulation lead.